Event description:
It was reported that the patient presented with near syncope. They were admitted to the cardiac unit for monitoring and discovered to have inhibition of right ventricular pacing due a right atrial (ra) lead dislodgement into the ventricle. During the ra lead revision, the rv lead became dislodged which resulted in a revision of the rv lead as well. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.